Event description:
It was reported that at a device follow up, the cardiac resynchronization therapy defibrillator (crt-d) had a high voltage problem and displayed a circuit failure message. Due to problems with the circuit, the device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device found high internal battery resistance. Hybrid analysis confirmed that the device incurred charge circuit timeout with the original device battery. The device provided a 35 joule (j) charge within nominal charge time when using an external supply. A battery depletion mechanism such as high current drain was not observed. No hybrid anomalies were found. Battery analysis found no internal short. Lithium (li)-severing was observed leading to reduced anode surface area and consistent with high impedance measured on the battery upon receipt for battery analysis. Review of the save-to-disk data showed charge timeout and excessive charge time events before rrt and subsequent explant. The charge timeout and excessive charge time resulted from an increased battery resistance induced by li-severing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.